Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and there was an incomplete flap creation of the left eye (os) due to button hole. There was also epithelial erosion in both eyes (ou). The treatment was aborted. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blur and irritation. Patient reported symptoms are interfering with daily activities. There is planned photorefractive keratectomy (prk) in the future. Bcva from (B)(6) 2022. Right eye pre-op 20/20 -6.75 x .00 x 90. Left eye pre-op 20/20 -7.00 x .00 x 90. Post-op bcva. Right eye post-op 20/200. Left eye post-op 20/60.